Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: driving cap (03.010.475) was received at us cq. Visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged in related insertion handle (03.010.440). The fracture surface appears homogeneous with no voids or dark spots. The rest of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint is confirmed. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection cannot be performed because the broken portion of the device is embedded and therefore not accessible. Document/specification review: respective drawings were reviewed during the investigation: no design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 03.010.475, lot: l361938, manufacturing site: bettlach, release to warehouse date: 12.may.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was received 10/2/19, however this is not the final destination. Reporter is a synthes employee. The device was received, the investigation could not be completed; no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the insertion handle and driving cap were discovered to have a broken piece. The issue was noticed after the reported devices were taken out from the box. There were no patient and surgical involvement. This complaint involves one (1) driving cap. This is report 2 of 2 of (B)(4).